Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by row board and retractor band cable. A field service engineer reseated both the retractor band cable and row board cable at both the drawer and module controller. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer failure and communication issue. The users were unable to issue the medications, and also delay in patient care, and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.